Manufacturer narrative:
(B) (4).

Event description:
It was reported that following a device replacement, the pt's incision never healed and became infected. It was noted that the pump was visible where the incision never healed. After several months of antibiotics, the device was removed. It was believed that the device was placed incorrectly. Per the reporter, there were "lots of extra gauze and casings of some type that was the source of the infection." The pt reported that whenever she moved, walked or bent over, the pump poked her in the ribs and had caused her skin to die away from the inside out. Following explant, the pt experienced withdrawal and was hospitalized. The pump was used to deliver morphine.